Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-apr-2025, the manufacturer was notified that the user was hospitalized from (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis (dka). The user reported elevated blood glucose (bg) levels beginning on (B)(6) 2025. The user was transported to the hospital and admitted for treatment. Bg was reported to be greater than 500 mg/dl. Treatment included intravenous insulin. No long-term health effects were reported.